Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump. The customer was also advised to call back if the malfunction code appeared again, which they acknowledged and understood.